Event description:
It was reported through the submission of a revision implant sheet that the patient's left knee was revised. A left cr femur, 6x10 cs insert, universal baseplate, and asymmetric patella were implanted.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation device not returned.